Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. Two related complaints were opened for these although, the items were returned with the same identification on both. Instructions for use contains recommendations and precautionary statements for proper use of product. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiters were attached. One single t2 anchor was returned with suture knotted around the body. Suture was torn and was separated from the needle. Both devices show extreme disfigurement from extremely aggressive use. One device returned broken into two pieces; needle end and handle section. Both delivery needles were badly bent. Testing was impossible for either device. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair the t2 of the fast-fix can not be secured due to the anchor came out of the device. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.